Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old female had a impella cp with low flows and suction during support. The suboptimal flow was troubleshot by repositioning and right heart assessment, but the flows did not improve. The team replaced the pump and support proceeded.

Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The device was not returned for investigation. Based on the clinical information provided, the cause of the low pump flow issue was biomaterial ingestion due to patient condition related and biomaterial was observed in the outflow after explant.